Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 22 fractured. Construction was an implant retained removable construction. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.